Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The right atrial (ra) lead also exhibited oversensing and non capture with retrograde p waves. The ra lead was reprogrammed and remains in use. The rv lead also remains in use. No further patient complications have been reported as a result of this event.